Event description:
The customer reported that the heartstart xl "blanked out" with an error code of 00001 (a defib failure). The customer plugged in sync cable and the device blinked. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.